Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (type, lot number, concentration, and dose unknown) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity. On (B)(6) 2015, the patient felt drowsy, was dizzy, muscles like jello&#56096;weakness, lethargy, and now had nausea and vomiting. The change in therapy/symptoms was sudden. Drug information, other medications the patient was taking at the time of the event, medical history, troubleshooting performed with results, actions/interventions taken, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. A healthcare professional (hcp) later reported additional information. Starting (B)(6) 2015 the patient's pump was used to deliver gablofen (lot 2163-112; 2000 mcg/ml at 300 mcg/day). The patient's concomitant medications included avonex, lyrica, atenol, and hctz. And the patient&#38112;medical history included multiple sclerosis. The hcp had no information about the event except a note in their medical records system from (B)(6) 2015 where the patient had an emergency room visit due to decreased energy and weakness. The pump reservoir was accessed and refilled and the patient was admitted overnight. The hcp was not notified or involved in the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider. Per the clinic clinic note dated (B)(6) 2015 the patient had called the physician office and reported they went to the emergency room (ER) on (B)(6) 2015 due to being weak, having no energy and can barely walk. The patient also felt she had a sinus infection. At the ER the pump was emptied and refilled. A CT scan was done. Magnetic resonance imaging (MRI) and intravenous (IV) steroids were planned but the patient decided to go home. The patient was given a prescription for zithromycin 250 mg tab; take two orally on day 1; then one tab orally daily for one week. The patient had been there last on (B)(6) and said she has never had these symptoms before.